Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 07/07/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device. It was reported that the patient experienced a skin reaction with redness, inflammation, drainage, pustules, and staph infection which occurred an unspecified number of days after the sensor had been inserted in the arm. The patient was treated with cephalexin 250mg/5ml. No additional event or patient information is available.